Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned om-7500 speedlock shows a deployed device. The implant is detached and was not returned with the instrument. The snare wire is available and partially reeled out of the wheel. No manufacturing abnormalities could be visually identified. The complaint was not verified as the reported issue could not be duplicated. The root cause could not be determined with confidence. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use provided with the device associated with set-up and use of the device. The instruction for use states; do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result; do not deploy a bent or damaged implant, follow the instruction for use for setting the instrument. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a shoulder surgery, the device was being inserted and just before it was placed into the bone, the peek tip snapped off. Anchor was removed, no broken pieces left inside patient. Another speedlock anchor "version h" was available to complete the procedure with no significant delay and no patient injuries.